Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and also reported the insulin flow blocked alarm. Customer stated that, he has tired several sites, sets and still having insulin flow blocked insulin flow blocked alarm. Customer stated that, they have tried all remedies. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.